Event description:
It was reported that, "approximately 10mm of stryker custom probe tip broken off into anterior portion of s1."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.